Event description:
It was reported that the patient received inappropriate therapy, due to oversensing of noise on the ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.